Event description:
It was reported that the external pulse generator (epg) displayed an error message. Technical services (ts) provided assistance in resolving the issue by explaining how the error happens and cleared the error. The caller could not duplicate the error. The epg was restored and remains in use. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).